Event description:
The complainant alleges, "the scf12 caused sparks when it was connected to the bovie ids-300 unit."

Manufacturer narrative:
The complainant alleges, "the scf12 caused sparks when it was connected to the bovie ids-300 unit." Product was returned from customer, then returned to supplier for further investigation. DHR review was completed by supplier and found product in specification. Supplier also tested retained sample from this production lot. No issues found. The supplier confirmed that the device terminal and the connection of the cable wire were normal. Complaint was unable to be confirmed at this time. True root cause is unable to be determined with accuracy. Based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that is pertinent to the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The complainint alleges, "the scf12 caused sparks when it was connected to the bovie ids-300 unit." Awaiting additional information and/or return of the reported device to conclude the evaluation.

Event description:
The complainant alleges, "the scf12 caused sparks when it was connected to the bovie ids-300 unit."